Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Reportedly, the pump shutting off resulted in the customer going into diabetic ketoacidosis. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.